Manufacturer narrative:
Title: comparison of procedural and clinical outcomes with evolut r versus medtronic corevalve: a swiss tavi registry analysis citation: eurointervention (2017) (doi 10.4244/eij-d-16-00677) authors: noble, s; stortecky, s; heg, d; tuller, d; jeger, r; toggweiler, s; ferrari, e; nietlispach, f; taramasso, m; maisano, f; g runenfelder, j; juni, p; huber, c; carrel, t; windecker, s; wenaweser, p; roffi, m the earliest date of e-publish/publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the comparison of clinical outcomes after the implant of either an evolutr or corevalve transcatheter bioprosthetic aortic valve. All data were collected from multiple centers between february 2011 and february 2016. The study population included 995 patients (evolutr 317 and corevalve 678). The participants were predominantly female; mean age of evolutr 82.1 ± 6.4 and corevalve 82.8 ± 6.3 years. Among all patients implanted with an evolutr adverse events included: 192 incidents of paravalvular leak (pvl), 25 incidents of moderate pvl and 2 incidents of severe pvl. Other adverse events included 15 incidents of cerebral vascular accident (cva), 40 incidents of major bleeding, 58 incidents of vascular access complications, 1 incident of structural valve deterioration, 1 incident of a valve-in-valve procedure, 1 surgical revision and 69 incidents of permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.